Event description:
It was reported that the pt underwent a rectocele repair. Postoperatively, the pt experienced a mesh erosion. No other info has been made available.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.